Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced no image, and a cable break during an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; d9; g3; h2; h3; h4; h6 and h11 corrected fields: e1 the device was returned to olympus for inspection and the reported failure, ¿no image¿ was not confirmed. The reported failure: ¿cable break¿ was confirmed. In in addition, the following reportable malfunction was identified during the device evaluation: water tightness was lost due to poor watertightness of cable unit. A root cause could not be identified. Based on the results of the investigation, the most probable cause of cable break was due to poor watertightness of cable unit. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device